Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02414. It was reported the pt stopped using her scs system three months ago because it did not help her pain. She reported the system made her feel like her nerve endings were going "haywire" even at a low setting. She stated she no longer wants a foreign object in her body and would like to have her system explanted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.